Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experiences high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not experiences any symptoms related to the high blood glucose. Customer states pump was getting kind of warm. Customer also stated that insulin pump had blank display and after troubleshooting the display did not return. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test due to blank display.